Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 435 mg/dl. The customer's father reported that the insulin pump had compromised force sensor alarm and pump error code. The customer's father reported that they were able to clear the alarm and not able to complete rewind the insulin pump. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test.